Manufacturer narrative:
B3:2025 was the year of the event but the exact month/day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had error code 46510, which typically indicates a downstream occlusion or pressure issue. There was no patient involvement.

Manufacturer narrative:
D9: device received on 8/4/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The pump was working properly. There was no known cause of the reported issue, and no further action will be taken.